Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection was performed with naked eye and magnification and revealed a damaged mainbody. Functional testing performed included clear passage, leak testing, and clamp function testing. Functional testing was performed with no issues noted. The reported issue of leak could not be verified; however, the issue of damaged mainbody was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was damaged and the blue mainbody leaked after it was used for a month. There was no patient injury or medical intervention associated with this event. No additional information is available.